Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a biliary procedure, the 10 x 100 mm absolute stent was deployed in the de novo mid bile duct lesion. Post deployment angiography revealed the stent appeared deformed and did not open completely. It was noted that at the distal end some of the stent struts appeared to be open/fractured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Subsequently a procedure cine was received and reviewed by an abbott clinical. The reviewer concluded that after implantation of the absolute stent there was evidence of deformation of the distal end, likely due to opening of the struts. These findings were confirmed with review of the cine images provided. Self expanding stent systems, such as the absolute, can have stent deformation due to the integral structure and design of the product.